Event description:
Event reported via journal article: "cephalic arch stenosis in autogenous haemodialysis fistulas: treatment with the viabahn stent-graft"(dr andrew shawyer et al). Same case as MDR ID 2134265-2013-02194, MDR ID 2134265-2013-02192 , MDR ID 2134265-2013-02191, MDR ID 2134265-2013-02188. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, vessel ruptures occurred (three grade 1, one grade 2, one grade 3). The mentioned vessel ruptures were caused by either the ultrathin or mustang balloons. The article does not specify which patient or which device was associated with which grade rupture but all 5 were noted to require additional intervention.

Manufacturer narrative:
Literature citation: shawyer et al. (2012). Cephalic arch stenosis in autogenous haemodialysis fistulas: treatment with the viabahn stent-graft. Springer science, cardiovascular and interventional radiological society of europe. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).